Event description:
It was reported that the patient experienced a black out. The lead exhibited oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer coil was fractured as a result of clavicular crush.